Event description:
The consumer reported having cataract surgery, the afternoon after the surgery the surgeon looked at his eye and reportedly said the lens is not positioned properly. The consumer was referred to another doctor to have the lens repositioned. Additional information has been requested, but no additional information has been received.

Event description:
Additional information: the consumer alleged first doctor attributed his visual issues to a faulty lens. The consumer then went to a retinal specialist and this doctor told him he had a retinal tear and it was not the fault of the lens. He had the tear repaired and is seeing better. The consumer was in a car accident 25 years ago and the eye was injured so he might have had the retinal tear since then. Based on this additional information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.